Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe leaked during instrument backwashing and noted the probe was bent out of alignment. The fse removed, straightened, reattached, and aligned the probe to resolve the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer that occurred when the probe wash cup was cleaning the manual mode probe. The volume of the leak was less than 1 ml and was not contained within the instrument. The instrument operator was wearing gloves, a gown, and goggles at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated. Patient treatment was not impacted in connection with this event.